Manufacturer narrative:
Per data log analysis, intermittently at power up the power manager was detecting 5 vlr was slightly low, about 4.672 volts (v). That voltage (5 vlr) was used for enabling battery backup and control of the battery charging circuit. When 5 vlr was detected low the power manager will disable the charger until the next power cycle. This will also trigger the message "battery cannot be charged ¿ full backup may not be available" the technical support specialist suspects that the power manager momentarily detected 5 vlr low at power up, and it likely recovered right away. When this occurs the software disables the charger until a power cycle and causes the battery message. Most likely the power manager was the cause. The field service representative (fsr) verified that the batteries were not holding charge. After reading the logs, she determined that the power manager also needed to be replaced. The batteries and the power manager board were replaced. The unit operated to the manufacturer's specifications. The suspect units were sent back to the manufacturer for further evaluation.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "battery cannot be charged - full backup may not be available" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Corrected block: d10. It was decided on (B)(6) 2019 that the parts received were related to this complaint.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the power manager to be detecting 5 vlr intermittently. Event: supply voltage failure was found which means that the supply voltage to u23 requires +5vlr but the voltages supplied were all under five volts. The u23 controls the battery charger and in these cases, the battery charger would be disabled. This would initiate the error message: battery cannot be charged, back up may not be available. It was found that the resistances across three different resistors were all zero, meaning that the resistors were open. The batteries also failed to power on the load tester to specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.